Manufacturer narrative:
Product analysis the reported undersized device could not be fully confirmed on the films provided. Complete pre-implant CT¿s for review of patient anatomy were not available. The pre-implant sizing sheet provided did not show any overt anatomical factors (angulation, tortuosity etc.) That may have been a factor in the reported event. Although measurements provided on the still images received reflected a decrease in the length covered by the stent graft, the 2d nature and the poor resolution of the images did not allow for confirmation of the event. Measurements taken from the post-implant CT's also couldn't rule out the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 54 mm abdominal aortic aneurysm. It was reported that during the index procedure, the physician noticed that the length of the bifurcated aortic stent graft was too short and as a result the physician lowered the stent graft to obtain sealing in the neck and iliac artery. It was reported that, two days later, an intervention was performed where aortic extension and an iliac extension were implanted and the event was resolved. As per the physician, cause of the event was that the device was undersized. The physician believes that the length of the stent graft was not 166 mm. No additional clinical sequalae were reported and the event is resolved.